Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 475mg/dl at the time of incident and treated with a syringe. Troubleshooting found that the battery contacts are corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting as they knew the reason for the high.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump was received with cracked battery tube threads and minor scratches on the lcd window. The pump was received with a corroded battery tube.